Event description:
Event description cpi received information that this lead was removed from service and replaced due to oversensing and inappropriate shocks. The patient had experienced inappropriate shocks and oversensing when raising his legs high. This rate sensing lead was capped and replaced to correct the problem.